Event description:
While closing the wound, it was noticed that there was a needle tip that was in the needle holder. Upon further investigation, it was identified that the #2 ethibond needle tip was missing. The surgeon was notified of the situation. The needle tip was placed in a sharps box in the or and the rest of the needle retained.